Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Evaluation of the device showed that the spin pin is broken at the junction where the bio pin is inserted into the metal tip. A significant amount of torsional force can be seen at the fracture face of the bio pin. There is severe holding marks on the bio pin between the metal tip and the preset structural notch. The distal part (opposite of the trocar tip) of the metal is severly damaged. There is a hole on the side wall of the metal tip and it is an oval shape. It appears that the device failure is related to not following the proper surgical technique. From the observed condition of the device, failure occurred where the bio pin is crimped to the metal tip. The pin appears to be held with forceps between the notch and the metal tip. During the final insertion, the pin should have been held at the pip joint. The complainant event may have occurred if the driver is seated further from the drill point or hard bone is encountered during drilling the proximal phalanx. The significant torsional force seen on the fracture face of the bio pin is evident of this type of device failure. Also if the metal tip was inserted instead of the bio pin during final insertion the forceps, mark seen between the notch and the metal tip is evidence of this type of failure. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter.

Event description:
It was reported that the spin pin broke at the metal trocar level. Tip was retrieved from the patient but surgeon had to make an additional incision to explore/retrieve the tip. The procedure was changed and it was the surgeon's choice to use k-wire fixation to complete the case. Hammertoe/phalanx.